Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported having a blood glucose level of 500 mg/dl at the time of the call. Customer reported that the insulin pump returned a check settings alarm. Troubleshooting did not show any malfunction of the insulin pump. No further information was provided.